Event description:
Patient reported left side "encapsulated" and per MRI is "ruptured". Healthcare professional confirmed rupture and reported capsular contracture baker grade iii. Device has been explanted, replaced, and discarded.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a4, a5, a6, b5, b6, b7, d4, g2, h6.

Event description:
Patient reported "encapsulated" and per MRI is "ruptured". This record is for the left side. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.